Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device's blade was broken off and there was no additional information or contact to obtain the information. It was unk if the blade was retrieved.